Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet bionic pancreas exhibited accelerated battery depletion, with the device dropping from a full charge to approximately 30% by end of day; the user also reported ongoing cgm connectivity issues that could be related. Symptoms included no adverse clinical effects. Outcomes included no impact to blood glucose control, no need for medical intervention, and no hospitalization. Investigation included guided troubleshooting with a device restart, confirmation of device identification and logistics, and replacement of the device with return of the original for evaluation. Investigation of this device revealed a device performance issue; however, it is not consistent with premature battery depletion. This suggests an issue with one of the host chips on the mainboard. No further issues were observed during the troubleshooting steps. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to power management and communication activity.